Event description:
It was reported that the patient with artificial urinary sphincter (aus) exhibited fluid loss, likely from the balloon. The device was explanted and replaced. There were no patient complication reported.